Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed multiple times with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm was noted. No additional information was provided.